Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 406 mg/dl. The customer's mother stated that they were vomiting and had ketones. The customer's mother stated that the high blood glucose started around 250 mg/dl. The customer's mother also reported that they found that the infusion set was bent. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.